Event description:
The technician alleged that the bed rises on its own when lowered. No patient impact.

Manufacturer narrative:
The technician found a bent lift arm. The technician replaced the lift arm to resolve the issue.